Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced no audio alert and an adverse event. Patient reported he had a hypoglycemic event while sleeping. He did not hear an audible alert because alert was set to vibrate only. Patient's wife found him unresponsive and called paramedics. The paramedics took a blood glucose (bg) reading and it was 30 mg/dl. Patient was treated with glucose and transported to hospital where he was treated with an IV of glucose and released the same day. At the time of contact patient is good. No additional patient or event information was provided. No product or data were provided for evaluation. The reported no audio alert could not be confirmed. A root cause could not be determined.